Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient had a history of peripheral vascular disease and had a right iliac artery aneurysm at the time of implant. It was reported the patient had no evidence of endoleak or aneurysm growth at follow-up. During surveillance at 33 months post implant, the common iliac artery had began to dilate proximally and distally at the seal zones and the patient developed a distal type 1 endoleak. There was also a small infra-renal abdominal aortic aneurysm found, which the physician noted should be considered for treatment. Coil embolization of the proximal right internal iliac artery and the patient inferior mesenteric artery was performed in preparation for repair of the aneurysm. It is unknown if the endovascular repair of the aneurysm was performed. No additional critical sequelae were reported.

Manufacturer narrative:
Results: pt's condition affected effectiveness of device (dilated common iliac artery). Inherent risk of procedure (endoleak). Conclusion: device failure/lack of effectiveness related to pt condition (dilated common iliac artery).